Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental findings: small tears on the outer insulation of the black power cable near the strain relief (no exposed wires) and green residue inside the power cables. The reported event of pixel stripes on the controller¿s display was confirmed. The evaluation of the returned system controller, serial number (B)(6) revealed multiple lines on the lcd screen. The problem was isolated to a compromised lcd screen. The screen was replaced with a known good screen and all the system information was displayed as expected with no additional lines. A specific root cause for the vertical lines was not able to be determined. The screen issue did not affect the system controller¿s ability to operate the test pump during analysis. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev g cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller display showed pixel stripes. Due to this issue, it was difficult to read all information from the display. No further technical issues occurred. The system controller was exchanged and would be returned for evaluation.